Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department, as they were receiving shocks from their implantable cardioverter defibrillator. Interrogation of the device revealed that there was noise on the right ventricular lead being oversensed by the device, causing the inappropriate shock during a sinus rhythm. Additionally, it revealed that the pacing lead impedance had increased by roughly double. Therapies were turned off and the patient was given a life vest. The patient was in stable condition.

Event description:
Additional information - it was reported that the patient reported symptoms of fatigue, lightheadedness, and dyspnea at the time of the event. Additionally, the patient was hypotensive when they presented to the emergency department. The right ventricular lead was believed to be fractured, which appeared to have caused the oversensing of noise. During the lead explant procedure, the lead was connected to a pacing system analyzer, where it was noted to have noise and failure to capture. When the lead was being removed, the helix would not retract and the lead tip broke off in the right ventricular apex and was left behind.

Event description:
Additional information - it was reported that the right ventricular lead was explanted and replaced due to the rising impedance, lead noise, and a rising pacing threshold. There were no patient issues.

Manufacturer narrative:
The reported events of noise, high pacing lead impedance, rising pacing threshold, no capture, inappropriate high voltage therapy, and lead fracture were confirmed. The reported event of helix mechanism issue was not confirmed. As received, a partial distal portion of the lead was returned in one piece measuring 47.5 cm. Visual examination of the lead found that the middle region of the distal boot was abraded and was separated, consistent with procedural damage. The other portion was missing/not returned with the lead. X-ray examination showed that the inner coil at the distal region was found to be fractured, and the helix assembly was missing/not returned with the lead. Scanning electron microscopy was performed and verified that all filars of the inner coil at the distal region were found to be fractured and abraded. Due to the missing/not returned helix assembly, the helix mechanism test could not be confirmed. The cause of the reported events was isolated to the fractured inner coil at the distal region of the lead consistent with fatigue fracture.